Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulty to remove and activation failure appear to be related to operational context. In this case, it is likely that either the patient¿s anatomical conditions or the condition of the guidewire caused the reported difficulty to remove the catheter from the guidewire. It is also likely that the patient anatomical conditions or use techniques employed caused an optical fiber break and resulted in the reported activation problem; however, since the device was not returned the optical fiber break was not able to be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure the dragonfly opstar imaging catheter was used in the de novo anterior descending artery with moderate tortuosity. After the fourth and last pullback, an issue with the imaging catheter was encountered. The imaging catheter could not be extracted due to entanglement with the guidewire (balance middleweight 0.014). As a result, both devices had to be retrieved together as one unit. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.